Event description:
It was reported that the pump battery would not charge despite various attempts, including using a different wall adapter and charging cable. There was no adverse impact to the customer's blood glucose level. The customer planned to contact a healthcare provider to obtain alternate insulin therapy.